Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient for doctor visit and was told there were some significant episodes of arrhythmia imbedded in the data. The patient reported working near two giant electric generators. ¿at the end of the work, I am exhausted. I have had dizzy spells at work and felt irregular heartbeats.¿ the device remains in use. No patient complications have been reported as a result of this event.